Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered nine inappropriate shocks for supraventricular tachycardia (svt). Boston scientific technical services (ts) discussed reason for therapy delivery and advised to reprogram the device. Additional information obtained from the field representative revealed that therapy was exhausted for one of the episodes and a magnet was placed over the device to interrupt therapy during the second episode. Device reprogramming was subsequently performed to resolve the issue. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.